Event description:
Customer reports via phone that during an undetermined urology procedure, the table movement failed. Staff could not get the table to lower or tilt in either direction. Physician completed the procedure with the table at the height, it failed using only endoscopy. Customer provided no other pt or procedural detail, but to say the pt was fine. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.